Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the device investigation, olympus has concluded that the damage to the video connector cable locking lever was likely caused by wear and tear from repeated and long term use. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
The device was evaluated. Inspection determined a worn out video connector latch causing loss of image when the cable is being moved. In addition, the device was observed running an old software version and needs an upgrade. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. The reported issue was confirmed. The issue was found to be due to a worn out video connector latch unit causing loss of image attributed to electronic component failure. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use the device paddles (video plug) are not locking in and insertion unit seems something broke inside. There was no patient involvement on this event reported. No user injury reported.